Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, quality control, functional testing and visual inspection of the returned device was conducted during the investigation. Visual examination of the returned device showed the hub was separated, and accordion like damage was noted on the device shaft. The device shaft is torn 2.7 cm from the end of the shaft. Distal and proximal ends could not be determined due to the hub separation. Review of the device history record shows no nonconformance's which could contribute to this event. A review of the complaint history for the associated lot revealed no previously reported complaints. The customer reported that the device the dilator could not be advanced due to scarring at the access site and eventually became stuck in the patient¿s groin. Based on the information provided and results of the investigation, it is feasible that patient anatomy may have contributed to this event. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that micropuncture transitionless stiffened cannula access set was used for a lower extremity arteriogram. The device was being utilized to gain access. Scarring was present and the dilator could not be advanced. It became stuck in the patient's groin. The device was able to be removed by hand. Upon removing the device, the hub separated and the coating pulled apart. No unintended section of the device remained inside of the patient's body. The patient did not require any additional procedures due to this occurrence. No adverse effects on the patient were reported due to this occurrence.